Event description:
Received a report from a consumer indicating on two separate occasions during removal of a tampon, a small piece of the tampon pledget separated and remained behind. Reporter advised both incidents resulted in the piece expelling of its own accord within several days. No injury reported.

Manufacturer narrative:
We have requested and await consumer's return of product for evaluation and date code information for investigation.